Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 684961-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, temporomandibular joint arthralgia (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), psychiatric disorder nos (not recovered prior to essure) and reproductive tract disorder (not recovered prior to essure). Concomitant products included drospirenone;ethinylestradiol (ocella) in 2010 and drospirenone;ethinylestradiol (yasmin) for birth control as well as alprazolam (xanax) since 2015, atenolol since 2006, bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), escitalopram, naproxen (naprosyn e) since 2008, salicylic acid (scalpicin 2 in 1) since 2016 and sumatriptan succinate (imitrex df) since 2008. On 18-jun-2010, the patient had essure inserted. On 18-jun-2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), headache ("headaches"), rash ("rash on chest"), psoriasis ("psoriasis on back of head"), diarrhoea ("diarrhea") and irritable bowel syndrome ("possible ibs"). In (B)(6) 2010, the patient experienced ovulation pain ("other injury(ies) or complication please describe: painful ovulation bladder spasms."). In (B)(6) 2010, the patient was found to have weight abnormal ("weight issues") and weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"), breast pain ("breast pain"), back pain ("mid/low back pain") and pain in extremity ("feet pain"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In 2011, the patient experienced the first episode of pollakiuria ("got up at least 10 more times by the next morning to pee"), the second episode of pollakiuria ("bladder disorder-increased frequency") and urinary incontinence ("urinary problems-incontinence"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utts"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia(abnormal bleeding"). On (B)(6) 2015, the patient experienced procedural pain ("pain from surgery"). In (B)(6) 2015, the patient experienced post procedural infection ("infection (other) describe: infection from hysterectomy,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), drug hypersensitivity ("allergic reactions /allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives."), depression ("depression"), constipation ("haven't pooped yet / hard time tooting"), urticaria ("I was given the medication for an ingrown toe nail and I broke out in hives."), night sweats ("night sweats"), vaginal cuff dehiscence ("vaginal cuff"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), cyst ("cysts"), dizziness ("dizziness"), tinnitus ("ringing in ears"), confusional state ("confusion"), memory impairment ("forgetfulness"), amnesia ("short term memory loss,"), burning sensation ("sensation of burning"), pain ("stinging"), skin discomfort ("tickling"), paraesthesia ("prickling of skin"), eye movement disorder ("eye and hand twitches"), muscle twitching ("eye and hand twitches"), endometriosis ("subsequent surgery to remove endometriosis"), abdominal adhesions ("scar tissue adhesions to bowel"), bladder spasm ("bladder spasm") and menstrual disorder ("menses issue (abnormal, excessive, painful)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy nd bilateral salphingiotomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, drug hypersensitivity, weight abnormal, depression, constipation, procedural pain, vaginal haemorrhage, urticaria, female sexual dysfunction, the last episode of pollakiuria, urinary incontinence, mood swings, night sweats, urinary tract infection, post procedural infection, vaginal cuff dehiscence, headache, post-traumatic stress disorder, anxiety, rash, psoriasis, uterine leiomyoma, cyst, fatigue, diarrhoea, irritable bowel syndrome, dizziness, tinnitus, confusional state, memory impairment, amnesia, burning sensation, pain, skin discomfort, paraesthesia, eye movement disorder, muscle twitching, endometriosis, abdominal adhesions, vaginal discharge, weight increased, ovulation pain, breast pain, back pain, pain in extremity and bladder spasm outcome was unknown, the migraine and dyspareunia was resolving and the menorrhagia, dysmenorrhoea, alopecia and menstrual disorder had resolved. The reporter considered abdominal adhesions, alopecia, amnesia, anxiety, back pain, bladder spasm, breast pain, burning sensation, confusional state, constipation, cyst, depression, diarrhoea, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, muscle twitching, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post procedural infection, post-traumatic stress disorder, procedural pain, psoriasis, rash, skin discomfort, tinnitus, urinary incontinence, urinary tract infection, urticaria, uterine leiomyoma, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: I think it's the essure because I have never had an allergy to anything, after essure placement, the patient had 2 to 3 coils showing on the left and 9 to 10 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Lot number 684961 reported is invalid. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet received. Event per pfs: menses issue (abnormal, excessive, painful). Outcome updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 684961-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured. Concomitant products included alprazolam (xanax) since 2015, atenolol since 2006, bupropion hydrochloride (wellbutrin) since 2008, escitalopram, naproxen (naprosyn e) since 2008, salicylic acid (scalpicin 2 in 1) since 2016 and sumatriptan succinate (imitrex df) since 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), headache ("headaches"), rash ("rash on chest"), psoriasis ("psoriasis on back of head"), diarrhoea ("diarrhea") and irritable bowel syndrome ("possible ibs"). In (B)(6) 2010, the patient experienced ovulation pain ("other injury(ies) or complication please describe: painful ovulation bladder spasms."). In (B)(6) 2010, the patient was found to have weight abnormal ("weight issues") and weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"), breast pain ("breast pain"), back pain ("mid/low back pain") and pain in extremity ("feet pain"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In 2011, the patient experienced the first episode of pollakiuria ("got up at least 10 more times by the next morning to pee"), the second episode of pollakiuria ("bladder disorder-increased frequency") and urinary incontinence ("urinary problems-incontinence"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utts"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia(abnormal bleeding"). On (B)(6) 2015, the patient experienced procedural pain ("pain from surgery"). In (B)(6) 2015, the patient experienced post procedural infection ("infection (other) describe: infection from hysterectomy,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), drug hypersensitivity ("allergic reactions /allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives."), depression ("depression"), constipation ("haven't pooped yet / hard time tooting"), urticaria ("I was given the medication for an ingrown toe nail and I broke out in hives."), night sweats ("night sweats"), vaginal cuff dehiscence ("vaginal cuff"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), cyst ("cysts"), dizziness ("dizziness"), tinnitus ("ringing in ears"), confusional state ("confusion"), memory impairment ("forgetfulness"), amnesia ("short term memory loss,"), burning sensation ("sensation of burning"), pain ("stinging"), skin discomfort ("tickling"), paraesthesia ("prickling of skin"), eye movement disorder ("eye and hand twitches"), muscle twitching ("eye and hand twitches"), endometriosis ("subsequent surgery to remove endometriosis"), abdominal adhesions ("scar tissue adhesions to bowel") and bladder spasm ("bladder spasm") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy nd bilateral salphingiotomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, drug hypersensitivity, weight abnormal, depression, dyspareunia, constipation, procedural pain, vaginal haemorrhage, urticaria, female sexual dysfunction, the last episode of pollakiuria, urinary incontinence, mood swings, night sweats, urinary tract infection, post procedural infection, vaginal cuff dehiscence, headache, post-traumatic stress disorder, anxiety, rash, psoriasis, uterine leiomyoma, cyst, fatigue, diarrhoea, irritable bowel syndrome, dizziness, tinnitus, confusional state, memory impairment, amnesia, burning sensation, pain, skin discomfort, paraesthesia, eye movement disorder, muscle twitching, endometriosis, abdominal adhesions, vaginal discharge, weight increased, ovulation pain, breast pain, back pain, pain in extremity and bladder spasm outcome was unknown, the migraine was resolving and the menorrhagia, dysmenorrhoea and alopecia had resolved. The reporter considered abdominal adhesions, alopecia, amnesia, anxiety, back pain, bladder spasm, breast pain, burning sensation, confusional state, constipation, cyst, depression, diarrhoea, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, muscle twitching, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post procedural infection, post-traumatic stress disorder, procedural pain, psoriasis, rash, skin discomfort, tinnitus, urinary incontinence, urinary tract infection, urticaria, uterine leiomyoma, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: I think it's the essure because I have never had an allergy to anything, after essure placement, the patient had 2 to 3 coils showing on the left and 9 to 10 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Lot number 684961 reported is invalid. Most recent follow-up information incorporated above includes: on 27-dec-2018: update of information (batch is invalid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), dizziness ("dizziness"), weight abnormal ("weight issues"), infection ("infections"), migraine ("migraines"), depression ("depression"), dyspareunia ("dyspareunia"), dyschezia ("haven't pooped yet / hard time tooting") and pollakiuria ("got up at least 10 more times by the next morning to pee"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, dizziness, weight abnormal, infection, migraine, depression, dyspareunia, dyschezia and pollakiuria outcome was unknown. The reporter considered depression, dizziness, dyschezia, dyspareunia, hypersensitivity, infection, migraine, pelvic pain, pollakiuria and weight abnormal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported content from medical records via social media hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee. Most recent follow-up information incorporated above includes: on 1-feb-2018: events haven't pooped yet / hard time tooting and got up at least 10 more times by the next morning to pee were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since 2015, atenolol since 2006, bupropion hydrochloride (wellbutrin) since 2008, escitalopram, naproxen (naprosyn e) since 2008, salicylic acid (scalpicin 2 in 1) since 2016 and sumatriptan succinate (imitrex df) since 2008. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge"). In july 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), headache ("headaches"), rash ("rash on chest"), psoriasis ("psoriasis on back of head"), diarrhoea ("diarrhea") and irritable bowel syndrome ("possible ibs"). In september 2010, the patient experienced ovulation pain ("other injury(ies) or complication please describe: painful ovulation bladder spasms."). In october 2010, the patient was found to have weight abnormal ("weight issues") and weight increased ("weight gain") and experienced fatigue ("fatigue"). In november 2010, the patient experienced alopecia ("hair loss"), breast pain ("breast pain"), back pain ("mid/low back pain") and pain in extremity ("feet pain"). In december 2010, the patient experienced mood swings ("mood swings"). In 2011, the patient experienced the first episode of pollakiuria ("got up at least 10 more times by the next morning to pee"), the second episode of pollakiuria ("bladder disorder-increased frequency") and incontinence ("urinary problems-incontinence"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utts"). In august 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia(abnormal bleeding"). On (B)(6)2015, the patient experienced procedural pain ("pain from surgery"). In december 2015, the patient experienced post procedural infection ("infection (other) describe: infection from hysterectomy,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), drug hypersensitivity ("allergic reactions /allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives."), depression ("depression"), constipation ("haven't pooped yet / hard time tooting"), urticaria ("I was given the medication for an ingrown toe nail and I broke out in hives."), night sweats ("night sweats"), vaginal cuff dehiscence ("vaginal cuff"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), cyst ("cysts"), dizziness ("dizziness"), tinnitus ("ringing in ears"), confusional state ("confusion"), memory impairment ("forgetfulness"), amnesia ("short term memory loss,"), burning sensation ("sensation of burning"), pain ("stinging"), skin discomfort ("tickling"), paraesthesia ("prickling of skin"), eye movement disorder ("eye and hand twitches"), muscle twitching ("eye and hand twitches"), endometriosis ("subsequent surgery to remove endometriosis"), abdominal adhesions ("scar tissue adhesions to bowel") and bladder spasm ("bladder spasm") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy nd bilateral salphingiotomy, bilateral oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, drug hypersensitivity, weight abnormal, depression, dyspareunia, constipation, procedural pain, vaginal haemorrhage, urticaria, female sexual dysfunction, the last episode of pollakiuria, incontinence, mood swings, night sweats, urinary tract infection, post procedural infection, vaginal cuff dehiscence, headache, post-traumatic stress disorder, anxiety, rash, psoriasis, uterine leiomyoma, cyst, fatigue, diarrhoea, irritable bowel syndrome, dizziness, tinnitus, confusional state, memory impairment, amnesia, burning sensation, pain, skin discomfort, paraesthesia, eye movement disorder, muscle twitching, endometriosis, abdominal adhesions, vaginal discharge, weight increased, ovulation pain, breast pain, back pain, pain in extremity and bladder spasm outcome was unknown, the migraine was resolving and the menorrhagia, dysmenorrhoea and alopecia had resolved. The reporter considered abdominal adhesions, alopecia, amnesia, anxiety, back pain, bladder spasm, breast pain, burning sensation, confusional state, constipation, cyst, depression, diarrhoea, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, female sexual dysfunction, headache, incontinence, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, muscle twitching, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post procedural infection, post-traumatic stress disorder, procedural pain, psoriasis, rash, skin discomfort, tinnitus, urinary tract infection, urticaria, uterine leiomyoma, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: I think it's the essure because I have never had an allergy to anything, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Lot number added. Events vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives , I was given the medication for an ingrown toe nail and I broke out in hives., apareunia, bladder disorder, urinary problems, mood swings, night sweats, infection (bladder/urinary tract/vaginal) type: infection replaced with utts, infection (other) describe: infection from hysterectomy, vaginal cuff, headaches, ptsd, anxiety, rash on chest, psoriasis on back of head, fibroids, cysts, dysmenorrhea, fatigue, diarrhea, possible ibs, hair loss, dizziness, ringing in ears, confusion, forgetfulness, short term memory loss, sensation of burning, stinging, tickling, prickling of skin, eye and hand twitches, subsequent surgery to remove endometriosis, scar tissue adhesions to bowel, vaginal discharge, weight gain, other injury(ies) or complication please describe: painful ovulation bladder spasms., mid/low back pain, feet pain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no: 684961) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured. Concomitant products included alprazolam (xanax) since 2015, atenolol since 2006, bupropion hydrochloride (wellbutrin) since 2008, escitalopram, naproxen (naprosyn e) since 2008, salicylic acid (scalpicin 2 in 1) since 2016 and sumatriptan succinate (imitrex df) since 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In july 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), headache ("headaches"), rash ("rash on chest"), psoriasis ("psoriasis on back of head"), diarrhoea ("diarrhea") and irritable bowel syndrome ("possible ibs"). In september 2010, the patient experienced ovulation pain ("other injury(ies) or complication please describe: painful ovulation bladder spasms."). In october 2010, the patient was found to have weight abnormal ("weight issues") and weight increased ("weight gain") and experienced fatigue ("fatigue"). In november 2010, the patient experienced alopecia ("hair loss"), breast pain ("breast pain"), back pain ("mid/low back pain") and pain in extremity ("feet pain"). In december 2010, the patient experienced mood swings ("mood swings"). In 2011, the patient experienced the first episode of pollakiuria ("got up at least 10 more times by the next morning to pee"), the second episode of pollakiuria ("bladder disorder-increased frequency") and incontinence ("urinary problems-incontinence"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utts"). In august 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia(abnormal bleeding"). On (B)(6) 2015, the patient experienced procedural pain ("pain from surgery"). In december 2015, the patient experienced post procedural infection ("infection (other) describe: infection from hysterectomy,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), drug hypersensitivity ("allergic reactions /allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives."), depression ("depression"), constipation ("haven't pooped yet / hard time tooting"), urticaria ("I was given the medication for an ingrown toe nail and I broke out in hives."), night sweats ("night sweats"), vaginal cuff dehiscence ("vaginal cuff"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), cyst ("cysts"), dizziness ("dizziness"), tinnitus ("ringing in ears"), confusional state ("confusion"), memory impairment ("forgetfulness"), amnesia ("short term memory loss,"), burning sensation ("sensation of burning"), pain ("stinging"), skin discomfort ("tickling"), paraesthesia ("prickling of skin"), eye movement disorder ("eye and hand twitches"), muscle twitching ("eye and hand twitches"), endometriosis ("subsequent surgery to remove endometriosis"), abdominal adhesions ("scar tissue adhesions to bowel") and bladder spasm ("bladder spasm") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy nd bilateral salphingiotomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, drug hypersensitivity, weight abnormal, depression, dyspareunia, constipation, procedural pain, vaginal haemorrhage, urticaria, female sexual dysfunction, the last episode of pollakiuria, incontinence, mood swings, night sweats, urinary tract infection, post procedural infection, vaginal cuff dehiscence, headache, post-traumatic stress disorder, anxiety, rash, psoriasis, uterine leiomyoma, cyst, fatigue, diarrhoea, irritable bowel syndrome, dizziness, tinnitus, confusional state, memory impairment, amnesia, burning sensation, pain, skin discomfort, paraesthesia, eye movement disorder, muscle twitching, endometriosis, abdominal adhesions, vaginal discharge, weight increased, ovulation pain, breast pain, back pain, pain in extremity and bladder spasm outcome was unknown, the migraine was resolving and the menorrhagia, dysmenorrhoea and alopecia had resolved. The reporter considered abdominal adhesions, alopecia, amnesia, anxiety, back pain, bladder spasm, breast pain, burning sensation, confusional state, constipation, cyst, depression, diarrhoea, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, female sexual dysfunction, headache, incontinence, irritable bowel syndrome, memory impairment, menorrhagia, migraine, mood swings, muscle twitching, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post procedural infection, post-traumatic stress disorder, procedural pain, psoriasis, rash, skin discomfort, tinnitus, urinary tract infection, urticaria, uterine leiomyoma, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, weight abnormal, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: I think it's the essure because I have never had an allergy to anything, after essure placement, the patient had 2 to 3 coils showing on the left and 9 to 10 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram: on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Most recent follow-up information incorporated above includes: on 6-dec-2018: medical records received: product lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. Reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 684961-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, temporomandibular joint arthralgia (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), psychiatric disorder nos (not recovered prior to essure) and reproductive tract disorder (not recovered prior to essure). Concomitant products included drospirenone; ethinylestradiol (ocella) in 2010 and drospirenone;ethinylestradiol (yasmin) for birth control as well as alprazolam (xanax) since 2015, atenolol since 2006, bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), escitalopram, naproxen (naprosyn e) since 2008, salicylic acid (scalpicin 2 in 1) since 2016 and sumatriptan succinate (imitrex df) since 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") with dysgeusia and vaginal odour. In (B)(6) 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), headache ("headaches"), rash ("rash on chest"), psoriasis ("psoriasis on back of head"), diarrhoea ("diarrhea") and irritable bowel syndrome ("possible ibs"). In (B)(6) 2010, the patient experienced ovulation pain ("other injury(ies) or complication please describe: painful ovulation bladder spasms."). In (B)(6) 2010, the patient was found to have weight abnormal ("weight issues") and weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"), breast pain ("breast pain"), back pain ("mid/low back pain") and pain in extremity ("feet pain"). In (B)(6) 2010, the patient experienced mood swings ("mood swings") and night sweats ("night sweats"). In 2011, the patient experienced the first episode of pollakiuria ("got up at least 10 more times by the next morning to pee"), the second episode of pollakiuria ("bladder disorder-increased frequency") and urinary incontinence ("urinary problems-incontinence"). In (B)(6) 2011, the patient experienced depression ("depression"), post-traumatic stress disorder ("ptsd") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced dizziness ("dizziness"), tinnitus ("ringing in ears"), confusional state ("confusion"), memory impairment ("forgetfulness"), amnesia ("short term memory loss,"), burning sensation ("sensation of burning"), pain ("stinging"), skin discomfort ("tickling"), paraesthesia ("prickling of skin"), eye movement disorder ("eye and hand twitches") and muscle twitching ("eye and hand twitches"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utts"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia(abnormal bleeding"). On (B)(6) 2015, the patient experienced procedural pain ("pain from surgery"). In (B)(6) 2015, the patient experienced post procedural infection ("infection (other) describe: infection from hysterectomy,"). On (B)(6) 2016, the patient experienced endometriosis ("subsequent surgery to remove endometriosis") and abdominal adhesions ("scar tissue adhesions to bowel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), drug hypersensitivity ("allergic reactions /allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives."), constipation ("haven't pooped yet / hard time tooting"), urticaria ("I was given the medication for an ingrown toe nail and I broke out in hives."), vaginal infection ("vaginal cuff"), cyst ("cysts"), bladder spasm ("bladder spasm") and menstrual disorder ("menses issue (abnormal, excessive, painful)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy nd bilateral salphingiotomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, drug hypersensitivity, weight abnormal, depression, constipation, procedural pain, vaginal haemorrhage, urticaria, female sexual dysfunction, the last episode of pollakiuria, urinary incontinence, mood swings, night sweats, urinary tract infection, post procedural infection, vaginal infection, headache, post-traumatic stress disorder, anxiety, rash, psoriasis, uterine leiomyoma, cyst, fatigue, diarrhoea, irritable bowel syndrome, dizziness, tinnitus, confusional state, memory impairment, amnesia, burning sensation, pain, skin discomfort, paraesthesia, eye movement disorder, muscle twitching, endometriosis, abdominal adhesions, vaginal discharge, weight increased, ovulation pain, breast pain, back pain, pain in extremity and bladder spasm outcome was unknown, the migraine and dyspareunia was resolving and the menorrhagia, dysmenorrhoea, alopecia and menstrual disorder had resolved. The reporter considered abdominal adhesions, alopecia, amnesia, anxiety, back pain, bladder spasm, breast pain, burning sensation, confusional state, constipation, cyst, depression, diarrhoea, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, muscle twitching, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post procedural infection, post-traumatic stress disorder, procedural pain, psoriasis, rash, skin discomfort, tinnitus, urinary incontinence, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight abnormal, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: I think it's the essure because I have never had an allergy to anything, after essure placement, the patient had 2 to 3 coils showing on the left and 9 to 10 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Lot number 684961 reported is invalid. Amendment: the report was amended on (B)(6) 2019 for the following reason: coding correction of event vaginal cuff. Onset dates updated. Event added: dysguesia, vaginal odour. No new follow-up information was received from the reporter. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/relief from all the pain'), post procedural infection ('infection (other) describe: infection from hysterectomy (abscess)'), endometriosis ('subsequent surgery to remove endometriosis') and abdominal adhesions ('scar tissue adhesions to bowel') in a 30-year-old female patient who had essure (batch no. 694961) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, temporomandibular joint arthralgia (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), psychiatric disorder nos (not recovered prior to essure) and reproductive tract disorder (not recovered prior to essure). Concomitant products included drospirenone;ethinylestradiol (ocella) in 2010 and drospirenone;ethinylestradiol (yasmin) for birth control as well as alprazolam (xanax) since 2015, atenolol since 2006, bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), escitalopram, naproxen (naprosyn e) since 2008, salicylic acid (scalpicin 2 in 1) since 2016 and sumatriptan succinate (imitrex df) since 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") with dysgeusia and vaginal odour. In (B)(6) 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), headache ("headaches"), rash ("rash on chest"), psoriasis ("psoriasis on back of head"), diarrhoea ("diarrhea") and irritable bowel syndrome ("possible ibs"). In (B)(6) 2010, the patient experienced ovulation pain ("other injury(ies) or complication please describe: painful ovulation bladder spasms."). In (B)(6) 2010, the patient was found to have weight abnormal ("weight issues") and weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"), breast pain ("breast pain"), back pain ("mid/low back pain") and pain in extremity ("feet pain"). In (B)(6) 2010, the patient experienced mood swings ("mood swings") and night sweats ("night sweats"). In 2011, the patient experienced the first episode of pollakiuria ("got up at least 10 more times by the next morning to pee"), the second episode of pollakiuria ("bladder disorder-increased frequency") and urinary incontinence ("urinary problems-incontinence"). In (B)(6) 2011, the patient experienced depression ("depression"), post-traumatic stress disorder ("ptsd") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced dizziness ("dizziness"), tinnitus ("ringing in ears"), confusional state ("confusion"), memory impairment ("forgetfulness"), amnesia ("short term memory loss,"), burning sensation ("sensation of burning"), pain ("stinging"), skin discomfort ("tickling"), paraesthesia ("prickling of skin"), eye movement disorder ("eye and hand twitches") and muscle twitching ("eye and hand twitches"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utts"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia(abnormal bleeding"). On (B)(6) 2015, the patient experienced procedural pain ("pain from surgery"). In (B)(6) 2015, the patient experienced post procedural infection (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced swelling ("swelling"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), vulvovaginal swelling ("vaginal swelling") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), drug hypersensitivity ("allergic reactions /allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives."), constipation ("haven't pooped yet / hard time tooting"), urticaria ("I was given the medication for an ingrown toe nail and I broke out in hives."), vaginal infection ("vaginal cuff"), cyst ("cysts"), bladder spasm ("bladder spasm"), menstrual disorder ("menses issue (abnormal, excessive, painful)"), nausea ("nausea"), abdominal distension ("abdomen swelling/ swelling in belly") and post procedural haemorrhage ("bleeding and passing huge clot 2 week after surgery") and was found to have uterine leiomyoma ("fibroids"). The patient was hospitalized for 3 days and then for 4 days. The patient was treated with surgery (hysterectomy nd bilateral salphingiotomy, bilateral oophorectomy and surgery to remove endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural infection, endometriosis, abdominal adhesions, drug hypersensitivity, weight abnormal, depression, constipation, procedural pain, vaginal haemorrhage, urticaria, female sexual dysfunction, the last episode of pollakiuria, urinary incontinence, mood swings, night sweats, urinary tract infection, vaginal infection, headache, post-traumatic stress disorder, anxiety, rash, psoriasis, uterine leiomyoma, cyst, fatigue, diarrhoea, irritable bowel syndrome, dizziness, tinnitus, confusional state, memory impairment, amnesia, burning sensation, pain, skin discomfort, paraesthesia, eye movement disorder, muscle twitching, vaginal discharge, weight increased, ovulation pain, breast pain, back pain, pain in extremity, bladder spasm, nausea, swelling, abdominal pain, vulvovaginal swelling, vulvovaginal pain and post procedural haemorrhage outcome was unknown, the migraine and dyspareunia was resolving and the menorrhagia, dysmenorrhoea, alopecia, menstrual disorder and abdominal distension had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, bladder spasm, breast pain, burning sensation, confusional state, constipation, cyst, depression, diarrhoea, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, muscle twitching, nausea, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post procedural haemorrhage, post procedural infection, post-traumatic stress disorder, procedural pain, psoriasis, rash, skin discomfort, swelling, tinnitus, urinary incontinence, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal swelling, weight abnormal, weight increased, the first episode of pollakiuria and the second episode of pollakiuria to be related to essure. The reporter commented: I think it's the essure because I have never had an allergy to anything, after essure placement, the patient had 2 to 3 coils showing on the left and 9 to 10 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Lot number 684961 reported is not valid. Lot number: 694961 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event bleeding and passing huge clot 2 week, was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 5 years 5 months after insertion of essure, the patient experienced procedural pain ("pain from surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), dizziness ("dizziness"), weight abnormal ("weight issues"), infection ("infections"), migraine ("migraines"), depression ("depression"), dyspareunia ("dyspareunia"), constipation ("haven't pooped yet / hard time tooting") and pollakiuria ("got up at least 10 more times by the next morning to pee"). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, dizziness, weight abnormal, infection, migraine, depression, dyspareunia, constipation, pollakiuria and procedural pain outcome was unknown. The reporter considered constipation, depression, dizziness, dyspareunia, hypersensitivity, infection, migraine, pelvic pain, pollakiuria, procedural pain and weight abnormal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from social media received. Reporter's information was updated. Events added: pain from surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), post procedural infection ('infection (other) describe: infection from hysterectomy (abscess)'), endometriosis ('subsequent surgery to remove endometriosis') and abdominal adhesions ('scar tissue adhesions to bowel') in a 30-year-old female patient who had essure (batch no. 694961) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, temporomandibular joint arthralgia (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), psychiatric disorder nos (not recovered prior to essure) and reproductive tract disorder (not recovered prior to essure). Concomitant products included drospirenone;ethinylestradiol (ocella) in 2010 and drospirenone;ethinylestradiol (yasmin) for birth control as well as alprazolam (xanax) since 2015, atenolol since 2006, bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), escitalopram, naproxen (naprosyn e) since 2008, salicylic acid (scalpicin 2 in 1) since 2016 and sumatriptan succinate (imitrex df) since 2008. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") with dysgeusia and vaginal odour. In (B)(6) 2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), headache ("headaches"), rash ("rash on chest"), psoriasis ("psoriasis on back of head"), diarrhoea ("diarrhea") and irritable bowel syndrome ("possible ibs"). In (B)(6) 2010, the patient experienced ovulation pain ("other injury(ies) or complication please describe: painful ovulation bladder spasms."). In (B)(6) 2010, the patient was found to have weight abnormal ("weight issues") and weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"), breast pain ("breast pain"), back pain ("mid/low back pain") and pain in extremity ("feet pain"). In (B)(6) 2010, the patient experienced mood swings ("mood swings") and night sweats ("night sweats"). In 2011, the patient experienced the first episode of pollakiuria ("got up at least 10 more times by the next morning to pee"), the second episode of pollakiuria ("bladder disorder-increased frequency") and urinary incontinence ("urinary problems-incontinence"). In (B)(6) 2011, the patient experienced depression ("depression"), the first episode of post-traumatic stress disorder ("ptsd") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced dizziness ("dizziness"), tinnitus ("ringing in ears"), confusional state ("confusion"), memory impairment ("forgetfulness"), amnesia ("short term memory loss,"), burning sensation ("sensation of burning"), pain ("stinging"), skin discomfort ("tickling"), paraesthesia ("prickling of skin"), eye movement disorder ("eye and hand twitches") and muscle twitching ("eye and hand twitches"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utts"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia(abnormal bleeding"). On (B)(6) 2015, the patient experienced procedural pain ("pain from surgery"). In (B)(6) 2015, the patient experienced post procedural infection (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced swelling ("swelling"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), vulvovaginal swelling ("vaginal swelling") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), drug hypersensitivity ("allergic reactions /allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives."), constipation ("haven't pooped yet / hard time tooting"), urticaria ("I was given the medication for an ingrown toe nail and I broke out in hives."), vaginal infection ("vaginal cuff"), cyst ("cysts"), bladder spasm ("bladder spasm"), menstrual disorder ("menses issue (abnormal, excessive, painful)"), nausea ("nausea"), abdominal distension ("abdomen swelling/ swelling in belly") and the second episode of post-traumatic stress disorder ("ptsd") and was found to have uterine leiomyoma ("fibroids"). The patient was hospitalized for 3 days and then for 4 days. The patient was treated with surgery (hysterectomy nd bilateral salphingiotomy, bilateral oophorectomy and surgery to remove endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, post procedural infection, endometriosis, abdominal adhesions, drug hypersensitivity, weight abnormal, depression, constipation, procedural pain, vaginal haemorrhage, urticaria, female sexual dysfunction, the last episode of pollakiuria, urinary incontinence, mood swings, night sweats, urinary tract infection, vaginal infection, headache, anxiety, rash, psoriasis, uterine leiomyoma, cyst, fatigue, diarrhoea, irritable bowel syndrome, dizziness, tinnitus, confusional state, memory impairment, amnesia, burning sensation, pain, skin discomfort, paraesthesia, eye movement disorder, muscle twitching, vaginal discharge, weight increased, ovulation pain, breast pain, back pain, pain in extremity, bladder spasm, nausea, swelling, abdominal pain, vulvovaginal swelling, vulvovaginal pain and the last episode of post-traumatic stress disorder outcome was unknown, the migraine and dyspareunia was resolving and the menorrhagia, dysmenorrhoea, alopecia, menstrual disorder and abdominal distension had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, bladder spasm, breast pain, burning sensation, confusional state, constipation, cyst, depression, diarrhoea, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, muscle twitching, nausea, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post procedural infection, procedural pain, psoriasis, rash, skin discomfort, swelling, tinnitus, urinary incontinence, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal swelling, weight abnormal, weight increased, the first episode of pollakiuria, the first episode of post-traumatic stress disorder, the second episode of pollakiuria and the second episode of post-traumatic stress disorder to be related to essure. The reporter commented: I think it's the essure because I have never had an allergy to anything, after essure placement, the patient had 2 to 3 coils showing on the left and 9 to 10 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Lot number 684961 reported is invalid. Lot number: 694961 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc (product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), post procedural infection ('infection (other) describe: infection from hysterectomy (abscess)'), endometriosis ('subsequent surgery to remove endometriosis') and abdominal adhesions ('scar tissue adhesions to bowel') in a 30-year-old female patient who had essure (batch no. 694961) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, temporomandibular joint arthralgia (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), psychiatric disorder nos (not recovered prior to essure) and reproductive tract disorder (not recovered prior to essure). Concomitant products included drospirenone;ethinylestradiol (ocella) in 2010 and drospirenone;ethinylestradiol (yasmin) for birth control as well as alprazolam (xanax) since 2015, atenolol since 2006, bupropion hydrochloride (wellbutrin) since 2008, celecoxib (celexa), escitalopram, naproxen (naprosyn e) since 2008, salicylic acid (scalpicin 2 in 1) since 2016 and sumatriptan succinate (imitrex df) since 2008. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge") with dysgeusia and vaginal odour. In (B)(6)2010, the patient experienced migraine ("migraines"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), headache ("headaches"), rash ("rash on chest"), psoriasis ("psoriasis on back of head"), diarrhoea ("diarrhea") and irritable bowel syndrome ("possible ibs"). In (B)(6)2010, the patient experienced ovulation pain ("other injury(ies) or complication please describe: painful ovulation bladder spasms."). In (B)(6)2010, the patient was found to have weight abnormal ("weight issues") and weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6)2010, the patient experienced alopecia ("hair loss"), breast pain ("breast pain"), back pain ("mid/low back pain") and pain in extremity ("feet pain"). In (B)(6)2010, the patient experienced mood swings ("mood swings") and night sweats ("night sweats"). In 2011, the patient experienced the first episode of pollakiuria ("got up at least 10 more times by the next morning to pee"), the second episode of pollakiuria ("bladder disorder-increased frequency") and urinary incontinence ("urinary problems-incontinence"). In (B)(6)2011, the patient experienced depression ("depression"), the first episode of post-traumatic stress disorder ("ptsd") and anxiety ("anxiety"). In (B)(6)2013, the patient experienced dizziness ("dizziness"), tinnitus ("ringing in ears"), confusional state ("confusion"), memory impairment ("forgetfulness"), amnesia ("short term memory loss,"), burning sensation ("sensation of burning"), pain ("stinging"), skin discomfort ("tickling"), paraesthesia ("prickling of skin"), eye movement disorder ("eye and hand twitches") and muscle twitching ("eye and hand twitches"). In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utts"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia(abnormal bleeding"). On (B)(6)2015, the patient experienced procedural pain ("pain from surgery"). In (B)(6)2015, the patient experienced post procedural infection (seriousness criterion hospitalization). On (B)(6)2016, the patient experienced swelling ("swelling"). On (B)(6)2016, the patient experienced endometriosis (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), vulvovaginal swelling ("vaginal swelling") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), drug hypersensitivity ("allergic reactions /allergic or hypersensitivity reaction type: ciprofloxacin, latex, and adhesives."), constipation ("haven't pooped yet / hard time tooting"), urticaria ("I was given the medication for an ingrown toe nail and I broke out in hives."), vaginal infection ("vaginal cuff"), cyst ("cysts"), bladder spasm ("bladder spasm"), menstrual disorder ("menses issue (abnormal, excessive, painful)"), nausea ("nausea"), abdominal distension ("abdomen swelling/ swelling in belly") and the second episode of post-traumatic stress disorder ("ptsd") and was found to have uterine leiomyoma ("fibroids"). The patient was hospitalized for 3 days and then for 4 days. The patient was treated with surgery (hysterectomy nd bilateral salphingiotomy, bilateral oophorectomy). Essure was removed on (B)(6)-2015. At the time of the report, the pelvic pain, post procedural infection, endometriosis, abdominal adhesions, drug hypersensitivity, weight abnormal, depression, constipation, procedural pain, vaginal haemorrhage, urticaria, female sexual dysfunction, the last episode of pollakiuria, urinary incontinence, mood swings, night sweats, urinary tract infection, vaginal infection, headache, anxiety, rash, psoriasis, uterine leiomyoma, cyst, fatigue, diarrhoea, irritable bowel syndrome, dizziness, tinnitus, confusional state, memory impairment, amnesia, burning sensation, pain, skin discomfort, paraesthesia, eye movement disorder, muscle twitching, vaginal discharge, weight increased, ovulation pain, breast pain, back pain, pain in extremity, bladder spasm, nausea, swelling, abdominal pain, vulvovaginal swelling, vulvovaginal pain and the last episode of post-traumatic stress disorder outcome was unknown, the migraine and dyspareunia was resolving and the menorrhagia, dysmenorrhoea, alopecia, menstrual disorder and abdominal distension had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, bladder spasm, breast pain, burning sensation, confusional state, constipation, cyst, depression, diarrhoea, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, endometriosis, eye movement disorder, fatigue, female sexual dysfunction, headache, irritable bowel syndrome, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, muscle twitching, nausea, night sweats, ovulation pain, pain, pain in extremity, paraesthesia, pelvic pain, post procedural infection, procedural pain, psoriasis, rash, skin discomfort, swelling, tinnitus, urinary incontinence, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal swelling, weight abnormal, weight increased, the first episode of pollakiuria, the first episode of post-traumatic stress disorder, the second episode of pollakiuria and the second episode of post-traumatic stress disorder to be related to essure. The reporter commented: I think it's the essure because I have never had an allergy to anything, after essure placement, the patient had 2 to 3 coils showing on the left and 9 to 10 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported content from medical records via social media: hard time tooting / haven't pooped yet and got up at least 10 more times by the next morning to pee, pain from surgery. Lot number 684961 reported is invalid. Most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet and social media received. Events: ptsd, nausea, swelling, abdominal pain and cramping, abdomen swelling/ swelling in belly, vaginal swelling, vaginal pain were newly added. Psoriasis outcome was added. The patient was hospitalized for 3 days for hysterectomy in 20-nov-2015 (essure removal date was updated) and one week later she was hospitalized for 40 hours due to abscess (previously reported evet "post procedure infection"). On unknown date, she had her third surgery due to endometriosis and abdominal adhesions. New lot number added reported: 694961. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), dizziness ("dizziness"), weight abnormal ("weight issues"), infection ("infections"), migraine ("migraines"), depression ("depression") and dyspareunia ("dyspareunia"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, dizziness, weight abnormal, infection, migraine, depression and dyspareunia outcome was unknown. The reporter considered depression, dizziness, dyspareunia, hypersensitivity, infection, migraine, pelvic pain and weight abnormal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.